Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The following were reviewed as part of this investigation: patient severity, complaint and lot history review, applicable previous investigation(s), sample (if available), labeling, applicable manufacture records, and applicable fmea documents. Based on a review of this information, the following was concluded: the complaint of a broken catheter is confirmed. One 2 fr per-q-cath was returned for evaluation. An initial visual observation showed some use residue on the returned sample. A break was observed in the catheter tubing about 1 cm distal to the strain relief. Tensile weakness was observed in the catheter tubing just distal to the break site. A microscopic observation revealed the break surfaces were mostly flat and granular in texture with somewhat rough edges. The features of the break sites observed on the returned catheter, as well as the presence of tensile weakness found in the catheter just distal to the break site, indicate the catheter broke due to excessive pulling force or over-stretch.

Event description:
It was reported by nurse when going to change the dressing she realized that the catheter is punctured or broken. She reports following all the recommendations and using only 10ml syringes. No other information was provided.

Manufacturer narrative:
The manufacturer has received the sample and is pending evaluation. Results are expected soon. A lot history review (lhr) of reeq1358 showed four other similar product complaint(s) from this lot number.

Event description:
It was reported by nurse when going to change the dressing she realized that the catheter is punctured or broken. She reports following all the recommendations and using only 10ml syringes. No other information was provided.

Event description:
It was reported by nurse when going to change the dressing she realized that the catheter is punctured or broken. She reports following all the recommendations and using only 10ml syringes. No other information was provided.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The following were reviewed as part of this investigation: patient severity, applicable previous investigation(s), sample analysis, applicable fmea documents, applicable manufacturing records, and labeling. Based on a review of this information, the following was concluded: the complaint of a catheter break is confirmed but the exact cause remains unknown. One photo of a 2 fr perqcath catheter was provided for evaluation. The image shows the catheter outside of patient use. The catheter has a complete break near the first cm depth marker. The break surface characteristics could not be clearly inspected. Based on the information provided, possible contributing factors include tensile damage, sharp instrument damage, and securement technique. The manufacturing records were reviewed and no deviations/issues were identified or associated with the reported event regarding product materials or during manufacturing, packaging or qc inspection process. Since the catheter was observed to contain a complete break, the complaint is confirmed but the exact cause remains unknown. A lot history review (lhr) of reds2221 showed three other similar product complaint(s) from this lot number. H3 other text: evaluation findings are in section h11.